Event description:
Additional information received indicating that pacing impedance measurements have now reached more than 2000 ohms, which meant the rv pace/sense channel could no longer be relied on as a diagnostic tool. However, all other measurements were in range and no noise episodes were seen. Ts indicated that lead integrity appeared reliable since a lead issue was usually accompanied by noise, which was not the case. Ts did note that one could also considered implanting a new pace/sense rv lead to have the impedance measurements as a diagnostic tool. Normal follow up through the remote monitoring system was going to be continued. No adverse patient effects were reported. The device and lead remain in service.

Event description:
Additional information was received indicating the previously reported high out-of-range rv pace impedances continued to be observed. Ongoing high rv pacing thresholds in addition to loss of capture (loc) and noise were also reported. A defibrillation threshold (dft) test was noted to have been performed approximately 1.5 years prior to the most recent observations, at which time loc and noise were not present. A revision procedure was subsequently performed wherein the chronic rv lead was surgically abandoned and replaced. No physical issues were reported following inspection of the proximal portion of the lead at revision. Additional explanation regarding possible cause was provided to the physician by boston scientific technical services (ts). No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
--

Event description:
Additional information was received indicating that the system continued to exhibit high, out-of-range pacing impedance measurements through the remote monitoring system. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that increasing pacing impedance measurements were observed on the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD). Pacing threshold measurements were also slightly elevated but fairly stable. Boston scientific technical services (ts) discussed what these changes signify and what to look out for. Attempts to obtain additional information were unsuccessful. No adverse patient effects were reported. The device and lead remain in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted scratches and dents consistent with damage from a grabbing tool. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This device was returned several years later without allegation or adverse patient effects reported.